Event description:
During a rotator cuff repair using the healicoil rg sa 5.5mm w/2 ub-bl,cbrd bl it was reported that the anchor cracked in half while tying off the suture. It then broke in pieces while trying to retrieve it. The broken pieces were removed with grasper and shaver suction. All of the pieces were reported to have been removed. A competitor¿s device was then placed in the same hole and no holes were left empty. The patient¿s post-operative condition was normal and their bone quality was reported as poor.

Manufacturer narrative:
A review of the device history records and quality records associated with this manufactured lot confirmed no abnormalities were reported with this product during manufacture. (B)(4).